Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a worn out lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, an accuracy test was performed. Three separate delivery accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications. It was determined that the downstream occlusion sensor, dso, was damaged. Root cause was the expulsor being out of mechanical specs, so the device was over delivering. The dso and expulsor was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump was noted to be flowing out of range and issues were noted with the downstream occlusion seal. No patient was involved in this event. No adverse effects were reported.